Event description:
On (B)(6) 2010, received infusion device from pt. On (B)(6) 2010, pt previously reported being hospitalized due to elevated blood glucose and his infusion device (2) stopped working and he didn't know why. Pt stated at that time that he was unsure of which infusion devices he had and was unable to locate them. On call back from pt on (B)(6) 2010, pt reported he was not able to pin point the issue he was having with the infusion device. Pt stated he was not receiving any insulin from the infusion device. Pt reported the date of the hospitalization he felt awful and was unable to keep any food down. He stated he went to the hospital and they tested his blood glucose at 915 mg/dl and admitted him overnight. Pt reported he did not receive any occlusions warnings and prior to going to the hospital; the infusion device was working fine because he was having readings around 150 mg/dl which is about normal for him. Pt stated he was experiencing the elevated readings for a 24 hour period. Infusion device is not available for troubleshooting. Pt reported he was using his primary infusion device at the time of the incident and attempted to use his backup infusion device when he returned from the hospital but his readings remained elevated as if he still wasn't receiving any insulin. Replacement product was sent; infusion device was already returned.